Event description:
It was reported that loss of sensing was observed. Upon opening the pocket, fluid was noted in the header. Connection issue suspected. The device was explanted and replaced.

Manufacturer narrative:
The reported field event was not confirmed. No body fluid in the header was observed. No anomaly was found. The device met all test specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.